Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing and poor amplitudes. Historically, there has been rare and intermittent oversensing, and low levels of noise, possibly myopotential, has been seen on the subcutaneous electrocardiogram (secg). Technical services (ts) was contacted to discuss programming options, and the s-ICD was reprogrammed. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing and poor amplitudes. Historically, there has been rare and intermittent oversensing, and low levels of noise, possibly myopotential, has been seen on the subcutaneous electrocardiogram (secg). Technical services (ts) was contacted to discuss programming options, and the s-ICD was reprogrammed. The s-ICD system remains in service. No adverse patient effects were reported. It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes and noise. The sensing vector at the time of the shocks was set to the alternate vector. Technical services advised some testing options. There were no additional adverse patient effects. The system remains implanted. Additional information was received indicating the patient received another inappropriate shock due to t-wave oversensing. Small r-waves were noted. Subsequently, the s-ICD was programmed off, and the patient was prescribed a lifevest with plans to replace the s-ICD with a transvenous system in the future. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing and poor amplitudes. Historically, there has been rare and intermittent oversensing, and low levels of noise, possibly myopotential, has been seen on the subcutaneous electrocardiogram (secg). Technical services (ts) was contacted to discuss programming options, and the s-ICD was reprogrammed. The s-ICD system remains in service. No adverse patient effects were reported. It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes and noise. The sensing vector at the time of the shocks was set to the alternate vector. Technical services advised some testing options. There were no additional adverse patient effects. The system remains implanted. Additional information was received indicating the patient received another inappropriate shock due to t-wave oversensing. Small r-waves were noted. Subsequently, the s-ICD was programmed off, and the patient was prescribed a lifevest with plans to replace the s-ICD with a transvenous system in the future. No additional adverse patient effects were reported. This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects.

Manufacturer narrative:
The device was not returned for analysis yet; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however the device has not been returned yet. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing and poor amplitudes. Historically, there has been rare and intermittent oversensing, and low levels of noise, possibly myopotential, has been seen on the subcutaneous electrocardiogram (secg). Technical services (ts) was contacted to discuss programming options, and the s-ICD was reprogrammed. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes and noise. The sensing vector at the time of the shocks was set to the alternate vector. Technical services advised some testing options. There were no additional adverse patient effects. The system remains implanted. It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing and poor amplitudes. Historically, there has been rare and intermittent oversensing, and low levels of noise, possibly myopotential, has been seen on the subcutaneous electrocardiogram (secg). Technical services (ts) was contacted to discuss programming options, and the s-ICD was reprogrammed. The s-ICD system remains in service. No adverse patient effects were reported.